Event description:
Boston scientific received info that there was a problem with the coating on the outside but did not know if the lead was damaged. The pt stated that the physician wanted to put in a new lead and asked if it was a good idea. Boston scientific technical services referred the pt to contact the physician again. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.